Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10su4, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Device code (B)(4) no longer applies to the event.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's system was removed on (B)(6) 2016. The patient responded well to previous stimulation, but had a non-specific itch over the implantable neurostimulator (ins) site. The patient had been scratching it and had fluctuance over the generator. The device had been in place for approximately 8 months without any difficulty prior to this episode. The abscess reached very close to the generator, so the hcp decided to open the generator and drained the back abscess and debrided the fasciitis. The hcp saw some mild hematoma around the previously implanted ins and this was certainly possible since the patient had thrombocytopenia which ranged anywhere from 40,000 to 100 ,000. Prior to undergoing the surgery, the patient had 53,000. The pocket was opened and the hcp removed the generator and it appeared the generator area was not infected at all. The hcp did find that the tined leads had been moved just inferiorly and the decision was made to remove the entire implant and put a drain in. Following irrigation of the abscess pocket, the hcp used bacitracin and then powerfully irrigated the entire area. At the bottom of the abscess pocket there were some areas of necrotic fascia and they were all debrided cleanly as well. Once this was done, the incision site actually looked very clean. They opened the midline incision to identify the tined leads and they were removed. They irrigated the previously placed implanted system and implanted a new system. The hcp proceeded with a second implantation on the patient's left side. No complications were noted. The patient's preoperative diagnoses were cellulitis over a previously implanted generator as well as purulence, refractory urge incontinence, and chronic urinary retention. The patient's postoperative diagnoses were cellulitis over a previously implanted generator as well as purulence, refractory urge incontinence, chronic urinary retention, and fasciitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family member reported "infection symptoms" at the implantable neurostimulator site (ins) about 3-4 weeks ago. Oral an tibiotic was administered; system was explanted and was replaced on the opposite side. The patient¿s family member reported patient was implanted for urinary incontinence, but patient also has pre-existing bowel incontinence and wasjust interested in utilizing the therapy for both pre-existing symptoms instead of just urinary. The patient¿s indicator was for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.